Event description:
The facility reports the pt was seated with the sling around them. The hoist was lowered to attach to the sling. The jib then dropped approximately two inches and struck the carer on top of the head. No further injuries were sustained.